Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. Sensing anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two parts. Externalized conductors due to internal insulation abrasion were found at 10.4-13.7cm from the distal tip. An internal insulation abrasion was noted under the rv shock coil at 5.3-5.7 cm from the distal tip. Internal insulation abrasion was found under the svc shock coil at 19.4-20.1cm and 24.9-25.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.